Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The CPR-d padz were returned to zoll medical corporation for evaluation in the original packaging stuck together without the styrene liner and were able to be pulled apart without adding any damage to the pads. The CPR-d padz were subjected to continuity testing and a retained sample from the same lot passed 24-hour wear testing. The CPR-d padz were scrapped and a replacement set of electrodes were sent to the customer. Communication with the customer confirmed there was no time to prep the patient prior to the application of the electrodes. The lack of prep may have contributed to the inability to acquire an ECG signal. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis for reports of this type has not identified an increase in trend.